Event description:
This complaint was received via medwatch form. As reported it stated: a 6mm spider embolic protection device was advanced over a prowater and into the mid portion of the graft followed by removal of the prowater. The spider device was then deployed. A 4 x 38 promus premier drug eluting stent was then deployed in the proximal portion of the graft at 24 atms. Follow up angiogram demonstrated less than 10% residual stenosis with timi iii flow, and no complications. The spider embolic protection device was then retrieved fully. On withdrawal through the proximal stent, the distal portion of the spider wire was snagged on the proximal stent. Despite multiple attempts to advance the spider retrieval catheter we were unable to retrieve this wire segment and it ultimately became sheared off in the distal portion. There was approximately a 5mm portion of the retained wire in the proximal stent. Additional information received july 2, 2015 noted that the piece of the spider was retained in the patient. Follow up angiogram demonstrated timi iii flow. There was not evidence that the wire was mobile, and it was not protruding into the aorta or into the saphenous vein graft and appeared to be adherent to the side wall of the vessel. No complications noted. Hemostasis was obtained.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).